Event description:
The customer contact reported an unspecified air in line sensor error. No specific event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.